Manufacturer narrative:
Reportedly, trailing haptic-plate of the silicone-one piece iol was torn off during insertion requiring intraoperative lens removal/exchange. The incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the reason of the reported event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation method: lens work order search. Results: visual inspection of the returned lens showed a piece of both haptics were torn off and missing and there was a clear surgical residue on the lens. A lens work order search revealed there were no similar complaints within the workorder. Conclusion: based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the trailing haptic plate of the aa4203tl silicone single piece lens tore off as the lens was inserted. The surgeon retrieved the lens and replaced it with another same model lens without any injury to the patient. The reporter stated the lenses were carefully loaded and surgeon's technique was good. The cause of the event was unknown.